Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set needle break event on (B)(6) 2025. The infusion set has been in use for 3 days. The site of insertion was butt. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.